Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional review determined the removed information belonged to a related event. Refer to manufacturer report # 3004209178-2015-09115. (B)(4).

Event description:
It was reported the patient had experienced headaches and pain since the implantable neurostimulator (ins) was implanted. The patient had pain from the implant side going down their entire arm. The reporter later clarified the patient had pain, but did not have pain going down their arm. If the patient moved one way, the ins slid over. The patient's healthcare professional (hcp) had told the patient that was normal. The location was sensitive to the touch and the patient had pain when they were touched near the ins site. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
It was reported the patient had experienced headaches and pain since the implantable neurostimulator (ins) was implanted. The patient had pain from the implant side going down their entire arm. The reporter later clarified the patient had pain, but did not have pain going down their arm. If the patient moved one way, the ins slid over. The patient¿s healthcare professional (hcp) had told the patient that was normal. The location was sensitive to the touch and the patient had pain when they were touched near the ins site. After the ins was turned on, the patient¿s speech was slurred and they were not told that slurred speech was a possible side effect until their next appointment. As time went on the patient¿s speech worsened, they sounded as if they were drunk, they were confused, and they were more lethargic. The patient had forgotten how to use the tv remote. Programming adjustments were painful for the patient. During an adjustment on (B)(6) 2015, the reporter was sitting behind the patient and the hcp was talking to the patient from the left, but the patient turned to their right and responded. The patient¿s kept looking up higher and their head started to go backwards during the appointment. The patient kept saying they don¿t know when asked if they were alright and the patient¿s eyes were still up when the reporter moved the patient¿s head down. The patient felt like they were electrocuted. The hcp decreased stimulation and made no comment about what they saw. After the appointment, the reporter was barely able to get the patient into their car and they could not help lift themselves out of a wheelchair and pivot like they normally did. The patient could not sit up straight and they were going sideways. The patient was also not able to feed themselves. On (B)(6) 2015, the patient had their tonsils removed due to a tonsil mass. During the procedure the ins was turned off. On (B)(6) 2015, the patient¿s tonsils started bleeding and they had a second emergency surgery to repair the previous surgery. The patient was in a nursing home to recover after the surgery and they were told not to talk. On (B)(6) 2015, the patient was able to start talking and they talked as if they never had any speech issues before. The ins was off at that time. The patient was lucid, smart, witty, and the way they used to be. Later that day the patient had speech therapy because their speech had gotten so bad they had to ask them to draw what they were trying to say. The speech therapist had turned the ins back on and the reporter stated it was like the patient¿s life was turned off. The patient was confused, started to go sideways, drooled, and they thought they were in 1979. The patient complained of their head hurting and they felt like they were being electrocuted. The ins was then turned off and the patient was weak and tired the rest of the day, but they were back to being their former self. The patient had fallen, but the reporter did not know when. The reporter planned to contact the patient¿s hcp. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# va05cbr, implanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40, lot# va05cbr, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).